Manufacturer narrative:
Additional product code: dqe, dsb, dxn, fll, mud, qms, qnl, dqk additional premarket submission: k242451 the device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, the cardiac output and cardiac index was incorrect on the hemopshere alta all 1 monitor. The cable was changed out but the issue continued. The physician lost confidence in this particular monitor. It was confirmed that there was no patient injury or harm associated with the reported issue.

Manufacturer narrative:
A product evaluation was completed on the returned monitor. The reported event could not be confirmed. The "start swan-ganz" icon was available and able to be started. Trs13 swan interface tests also passed on the functional tester. No damage was found. An engineering evaluation could not be completed on the product as there was no defect found, but a device history record was reviewed on the reported serial number. Per the review, product passed without nonconformances.